Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal. Functional testing was able to duplicate the reported problem. The downstream occlusion seal and printed wire assembly were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the remote cord connector is broken. There was unknown patient involvement. The device evaluation noted a damaged downstream occlusion seal.